Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device's system board needs to be replaced to address the issue.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a service required code related to the oxygen blending module was observed. The investigation is still ongoing. A follow up will be provided when the evaluation is complete.